Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/25/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/06/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow, down arrow and contrast keypad buttons were found to be sticking/intermittently unresponsive and required multiple button presses with increased force to engage; the ok button responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim/faded and discolored display screen text that was difficult to read. A test screen was inserted and found to function properly with no visible signs of fading or discoloration of text.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that down button was intermittently unresponsive for a month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.